Manufacturer narrative:
A search for similar complaints for the total bilirubin reagent (ln 6l45-41) lot 54494uq01 did not identify any additional complaints and no trends were identified for the product issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the total bilirubin reagent, lot 54494uq01.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated total bilirubin on one patient generated on the architect analyzer. The results provided were: sid (B)(6) = 107umol/l / repeated on different analyzer = 8.5 (reference range = <25umol/l). There was no reported impact to patient management.